Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge jumped from 25% to 50% without being connected to a power source. Contact was unable to provide specific dates the reported issue occurred. Contact was unable to provide pump data for tandem technical support to review. There was no impact to the customer's blood glucose level.